Event description:
It was reported that while testing the lead prior to implantation, after several turns only partial helix deployment was obtainable. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of partial helix deployment was confirmed in the laboratory. As received, the helix was leaning towards one side of the soft tip. X-ray examination of the helix assembly found that the helix was bent adjacent to the shaft assembly. During the helix mechanism test, the helix was unable to fully extend.